Manufacturer narrative:
The hill-rom technician performed a complete inspection of the lift and found no fault with the lift. The patient was sitting in a non-liko/hill-rom sling that is not approved for the liko lift. The patient slipped out from the sling and hit her head. In the instructions guide for uno it is stated that: before lifting, always make sure that: the lifting accessory is correctly attached to the lift the correct lifting accessory type, size, material and design are selected to suit the patient¿s needs the lifting accessory is correctly and safely applied to the patient in order to prevent the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended, but before the patient is lifted from the underlying surface. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. The product has an expected life of 10 years when correctly handled, serviced and inspected in accordance with liko¿s instructions. This lift is 14 years old. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the patient slipped out from the sling of the lift and hit her head. The lift was located in the patient's home. The patient sustained a head injury, was transported to the hospital and subsequently died. This report was filed in our complaint handling system as complaint # (B)(4).